Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 43-year-old caucasian female patient who underwent primary breast augmentation surgery with two 300cc mentor smooth round moderate profile saline breast implants experienced bilateral capsular contracture baker grade IV post procedure. As a result, patient has a planned explantation on (B)(6) 2023. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient date of event was erroneously submitted in initial report. Date of event is (B)(6) 2022. Manufacturer¿s reference number: (B)(4) relevant field b3 has been updated.

Manufacturer narrative:
On june 22, 2023, mentor became aware the patient experienced breast implant illness, pain, unspecified health problems, not feeling good, blood in urine, kidney stones, rashes, hair loss, masses in ovaries, disfigurement, breast fibroadenoma, and weight loss post operatively. An updated date of explant was received. Coding has been updated. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).